Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit p-cap / reservoir locked properly in place. Unit received with cracked glass at the lcd screen. After battery installation unit gave an unexpected blank/white display due to cracked lcd controller. Unable to perform functional testing including self test, sleep current measurement, active current measurement or displacement test due to display anomaly.

Event description:
Information received by medtronic indicated that insulin pump had crack on front side. No harm requiring medical intervention was reported. The device will be returned for analysis.